Event description:
It was reported that during setup/inspection for use, the bronchovideoscope displayed no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the completed investigation, the suction connector was damaged, which resulted in no image. The root cause, however, could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.